Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model 85784) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrioventricular reciprocating tachycardia procedure, there was a pressure sensor error on the cool point pump resulting in a 2 hour procedure delay. After receiving a replacement cool point pump from the local warehouse, the procedure was completed successfully without any adverse consequence.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pressure error could not be conclusively determined.

Manufacturer narrative:
Additional information: e1, g3, h2, h3. UDI information (d4) and 510k (g3) are not provided within this report as this product (model 85784) is an ous configuration not available in the us and is therefore not referenced in the gudid database.